Event description:
It was reported that during the implant attempt a sensing issue was observed. The lead was checked through analyzer and no problem found. The lead was re-seated in the device and over sensing again occurred in ventricular channel. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device analysis found no anomalies, however the grommet was observed to be damaged.